Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that the patients implantable cardioverter defibrillator (ICD)'s toning for high atrial lead impedance. There was no capture in the atrium and oversensing on the atrial channel. A chest x-ray was preformed and it was confirmed there was a loose atrial setscrew. A lead revision was performed and the atrial lead was reattached. The implantable cardioverter defibrillator (ICD)&#1157;mains in use no patient complications have been reported as a result of this event.